Manufacturer narrative:
(B)(6). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation after the revision surgery. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient had an initial left shoulder arthroplasty. Subsequently, a revision procedure has been indicated due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.